Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller stated he purchased a 900sl second hand. The caller stated the wheels are cracked.